Manufacturer narrative:
The report of low flow and pump off alarms that appeared to be associated with the disconnection of the driveline was confirmed through the analysis of the submitted system controller log files; however, a specific cause for these events could not conclusively be determined through this evaluation. The system controller event log file revealed low flow and lvad off alarms on (B)(6) 2017 at 16:32 and 18:01 that appeared to be associated with the disconnection of the driveline. These alarms each resolved within seconds. Also of note, the patient was supported by battery power during both of these events. The remaining data was unremarkable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s date of birth was not provided; estimated age based on patient¿s age during implantation. The patient¿s weight was not provided. The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). (B)(4). Approximate age of device- 1 year and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a couple of pump stoppages occurred on (B)(6) 2017 while the system was connected to batteries. At the time of the events, the vad system produced low flow and driveline disconnect alarms. The patient denied disconnecting the driveline. There was no reported adverse patient impact due to the pump stoppage events. The manufacturer¿s technical services reviewed the provided log file and confirmed the reported pump stoppages. The customer reported that all connections including the batteries, battery clips and power module patient cable were replaced and there have been no additional alarms or pump stoppages. No additional information was provided.